Manufacturer narrative:
On august 27, 2020, mentor became aware that incorrect method code was mistakenly submitted as "device not returned". It should be "device not accessible for testing" since the device is still implanted. It has been corrected under field h6 on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a female patient with an unknown age underwent revision breast augmentation with a 425 cc mentor smooth round moderate profile on both sides and was presented with breast implant deflation on her left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.